Event description:
While rolling a male patient (age unknown) on a stetcher, while he was holding onto the rail, the side rail gave way. The patient fell face first to the floor. He received a bloody nose which was stopped with pressure. A cat scan was done which disclosed no further injuries. It is not known if the side rail was lockeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data. Conclusion: device failed just prior to use, device failure occurred but not related to event, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other, other, none or unknown. The device was not destroyed/disposed of.